Event description:
Allegedly as the end user was utilizing the quad cane it snapped into two pieces near the handle. The end user reportedly fell and hit his nose on a table. No medical intervention sought and no injury reported.

Manufacturer narrative:
(B)(4).